Manufacturer narrative:
One i3 patient unit and i3 accessories were returned. The complaint of ¿power cord was frayed and would spark when plugged in¿ was determined to be unconfirmed. No physical discrepancies or discernible damage beyond normal wear and tear were observed on the power cord or power supply. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Related MFR number: 3004936110-2021-00162. It was reported that the power cord was frayed and would spark when plugged in.